Event description:
The reporter, a friend of the surestep meter user, contacted lifescan upset about the er1 issue. She did not have the meter and could not provide details. The meter falls outside of the surestep replacement program. Attempts to contact the user have been unsuccessful.